Event description:
It was reported that the physician was attempting to use a euphora rx balloon to pre-dilate a severely calcified and moderately tortuous distal rca lesion exhibiting chronic total occlusion. No damage was noted to the device packaging and no issues noted removing the device from the hoop / tray. The device was inspected and negative prep performed with no issues noted. The balloon did not pass through a previously deployed stent. Resistance was noted when advancing the balloon. It was reported that a balloon burst / leak occurred during balloon inflation at less than rbp. It cannot be confirmed if this occurred on the 1st inflation. No issues noted during removal of the device. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.